Event description:
Event description cpi received information that the patient experienced documented vt and the implantable cardioverter defibrillator (ICD) did not respond. The patient was externally rescued. Afterward, the physician was unable to establish telemetry or obtain magnet tones with the ICD. The ICD was removed.